Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'missing stopper and damaged hemogard shield' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a jam on the line (the metro) with an incomplete line clearance after the jam. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a missing component(s) of product, sterility issue (product not sterile), and broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "the yellow head tube was found to have no internal plug before blood sampling." Additional information: during the investigation the quality engineer found the hemogard shield to be damaged.